Manufacturer narrative:
The endowrist one vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. Visual inspection did not find any physical damage to the conductor cable. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb) and the blue light indicator on the icb lit up indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and it successfully passed. The instrument was installed on an in-house system and passed energy activation with no occurrences of error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be within specifications. The instrument also passed the electrode gap test and the gap was found to be within specifications. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the endowrist one vessel sealer instrument allegedly did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive department of surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the endowrist one vessel sealer instrument did not seal. There was no report of patient harm, adverse outcome or injury. Multiple attempts were made to obtain additional information, however no further information has been made available.